Manufacturer narrative:
The device has not been received for evaluation. As a result, the cause of the reported event cannot be determined at this time. The apollo instructions for use advises, "infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury." And "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury."

Event description:
Medtronic received information that some onyx leaked out of the distal end of the apollo, but not from the tip during the procedure. This was also observed under angiography with onyx in the guide catheter as well. The physician removed the apollo catheter and removed the onyx by suction from the guide catheter. However, some of the onyx also wound up in the occipital artery, partially blocking the vessel, which was partially aspirated to remove the occlusion. The procedure was started again with a new catheter. No injury has been reported. The patient was receiving onyx embolization to treat a dural fistula, which is mainly fed by the occipital artery. The vessel tortuosity was normal. The catheter was inspected prior to use. After the distal position was reached, contrast was injected for verification of the intra vessel position. After this, the apollo was flushed with dmso (0.1 cc/minute flushing with dmso). No leak was detected at this time. The guidewire (non-covidien/medtronic wire) was introduced to the microcatheter prior to observing the leak. There were no kinks or damage observed to the catheter aside from the leak. The injection rate of the onyx was 0.1ml/min after flushing with dmso. Injection was continuous. There was an approximately 15 second pause. There was no friction or difficulty felt during delivery of the onyx before it appeared out of the tip of the guide catheter instead of the tip of the apollo. After the leak was observed, the physician removed the apollo and was able to remove parts of the onyx in the guide catheter with a syringe (suction). However, some onyx ended up in an unintended location in the occipital artery, partially blocking the vessel. The blockage was partially aspirated and there have been no clinical impact reported. A new apollo was used to complete the procedure. The patient is being treated with heparin.

Manufacturer narrative:
Please reference MDR 2029214-2017-00065 for the onyx used in this procedure.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. Based on the apollo analysis, reported information and customer images, the clinical observation was confirmed. The returned apollo micro catheter was found to be ruptured and occluded with onyx. The observed rupture location on the returned micro catheter corresponds to the reported information. The catheter appeared to be ruptured due to over-pressurization as a result of an occlusion (i.e. Kink, prolapse or occlusion) within the catheter, resulting in pressures exceeding the limits of the micro catheter. No other anomalies were observed. The lot history record review showed no discrepancies that would have contributed to the reported experience; therefore manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. Per the onyx liquid embolic system IFU (instructions for use): ¿testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip.¿ per the apollo onyx delivery micro catheter IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.